Manufacturer narrative:
Continuation of d10: product ID evolutfx-34 (serial: (B)(6); product type: 0195-heart valves; implant date ; explant date product ID d-evolutfx-34 (lot: 0012096142); product type: 0195-heart valves; implant date ; explant date product ID l-evolutfx-34 (lot: 0012103489); product type: 0195-heart valves; implant date ; explant date product ID d-evolutfx-34 (lot: 0012096142); product type: 0195-heart valves; implant date ; explant date product ID l-evolutfx-34 (lot: 0012107066); product type: 0195-heart valves; implant date ; explant date product ID evolutfx-34 (serial: (B)(6); product type: 0195-heart valves; implant date (B)(6) 2024; explant date product ID d-evolutfx-34 (lot: 0012096142); product type: 0195-heart valves; implant date ; explant date product ID l-evolutfx-34 (lot: 0012107066); product type: 0195-heart valves; implant date ; explant date product ID evolutfx-34 (B)(6); product type: 0195-heart valves; implant date ; explant date medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve (B)(6), the valve was unpacked in preparation for loading. Upon checking the temperature indicator, it was reported to turn black. It was reported the temperature at the time of product arrival at the distributor and the temperature at the time of hospital arrival were within the range of 0 °c to 25 °c. The valve was not used. The replacement valve (B)(6) was loaded on the delivery catheter system (dcs) (12096142). A pre-implant balloon dilatation was performed as the patient had an annulus short "diameter or less". The valve was deployed, however an infold was visible at the point of no recapture. The valve was recaptured and removed from the body and replaced. An additional balloon dilatation was performed again; however, the second balloon was larger than the initial balloon prior to the insertion of the replacement system. Another valve (B)(6) was loaded onto another dcs (12096142). The valve was attempted to be deployed, however an infold was visible again at the point of no recapture. The device was recaptured and withdrawn from the patient again. As an additional measure, a balloon dilatation at nominal pressure above the short diameter was performed again before the third valve was placed. A third valve (B)(6) was deployed with no infold. The expansion of the valve was adequate; therefore, it was fully released. F ollowing the implant of the valve, trivial trans-aortic regurgitation was observed via transesophageal echocardiogram (tee). The pressure gradient was noted to be 3 mmhg. It was thought that the anatomical condition of the patient was that the calcification connected from the non-coronary cusp (ncc) annulus base to the valve leaflet was more advanced than expected. It was considered a procedural factor that resulted in insufficient expansion force for the balloon due to the short diameter or lower diameter. No adverse patient effects were reported.

Event description:
Additional information was received that the first valve and the second valve had expansion issues. It was further reported that a procedure delay occurred due to the need to load new devices. No adverse patient effects were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.